Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, stent damage occurred. Access was obtained via the right femoral artery. After the left main coronary artery was cannulated with a 6fr non-bsc guide catheter, angiography was performed and revealed a 90% stenosed de novo target lesion located in the left posterolateral descending artery(lpda). A non -bsc guide wire was used to cross the target lesion and predilatation was done using a 1.5mmx10mm and a 2mmx15mm balloon catheter at 10 atmospheres for 15 seconds. A 20mm x 2.25mm taxus liberté¿ stent was advanced but failed to cross to the lesion. During manipulation of the device, it was noted that the stent strut got damaged. The device was then exchanged with a 2.25mmx12mm taxus liberte and was deployed distally. A 2.75mmx16mm taxus liberte was deployed at 18 atmospheres for 30 seconds proximally, overlapping the distal stent. Final angiography revealed that the stent was well deployed with timi - iii coronary blood flow and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, stent damage occurred. Access was obtained via the right femoral artery. After the left main coronary artery was cannulated with a 6fr non-bsc guide catheter, angiography was performed and revealed a 90% stenosed de novo target lesion located in the left posterolateral descending artery (lpda). A non -bsc guide wire was used to cross the target lesion and predilatation was done using a 1.5mmx10mm and a 2mmx15mm balloon catheter at 10 atmospheres for 15 seconds. A 20mm x 2.25mm taxus liberté stent was advanced but failed to cross to the lesion. During manipulation of the device, it was noted that the stent strut got damaged. The device was then exchanged with a 2.25mmx12mm taxus liberte and was deployed distally. A 2.75mmx16mm taxus liberte was deployed at 18 atmospheres for 30 seconds proximally, overlapping the distal stent. Final angiography revealed that the stent was well deployed with timi - iii coronary blood flow and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned with a product mandrel and stent protector in place. The stent had minor damage at the proximal end. Two struts on the most proximal row were slightly pushed proximally. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).